Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# 5584009 lot# fa16g005 visual and functional testing identified that the hex of the instrument is worn from what appears to be repeated normal use. This is consistent with anticipated wear. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product that was used in an unknown spinal therapy. It was reported that the drivers were broken, torque limiting handle will not torque out and screw falls out from driver. There was no patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the reported products were already used before.